Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the wrong (opposite) direction during sheath-device connection, and since the wire did not engage with the vessel wall and no window change occurred, the device could not be used. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed, with no abnormal conditions observed on the indicator wire. A non-cordis catheter sheath introducer (csi) with no identified french size was returned inserted on the received unit. Finally, the indicator window was observed in the black/white position. No additional anomalies were noted during this visual analysis. Per functional analysis, a deployment simulation evaluation was performed. The indicator wire was pulled to achieve the black/black position, and upon full depression of the deployment lever, the indicator wire retracted, and the plug deployed as expected. The indicator window also transitioned to the black/white/red position as intended. A high-magnification microscopic evaluation of the indicator wire loop and internal mechanism was performed. No abnormal conditions were observed during this inspection. The reported event of ¿indicator wire-damaged loop¿ was not observed as there were no damages noted to the component and no issues changing the indicator window during functional analysis. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window and there were no anomalies noted to the indicator wire. However, procedural/handling factors are possible. It should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of a device malfunction. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the wrong (opposite) direction during sheath-device connection, and since the wire did not engage with the vessel wall and no window change occurred, the device could not be used. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.